Manufacturer narrative:
Findings: a motor position encoder error alarm during the basic occlusion test due to loose/protruded drive support disk. Unable to perform occlusion, prime and excessive no delivery test due to motor position encoder error alarm. Pump received with cracked case at the display window corner, cracked reservoir tube lip, minor scratched lcd window, missing end cap sticker, cracked case and cracked battery tube threads.

Event description:
The customer reported via phone call that they had high blood glucose but not hospitalized. Customer's blood glucose at time of incident was 256 mg/dl. The customer was treated for high blood glucose with manual injection. The customer was advised the 2 high blood glucose rule. The customer was advised to change entire set, reservoir and insulin and treat. The customer was advised to call went tubing clamp received to confirm pump can detect an occlusion. The customer reported via phone call indicating that they had excessive no delivery alarm. The customer reported via phone call indicating that the insulin pump had damage. Customer's blood glucose at time of incident was unknown mg/dl. Customer state that there is crack from battery chamber down to screen. The customer was advised to discontinue use of the device and revert to backup plan. Customer was advised that the device would be replaced. The customer reported via phone call indicating that they had no delivery alarm.